Manufacturer narrative:
Results: a pipe cleaner was inserted into the vacuum inlet and blood was observed within the pump housing. Conclusions: evaluation of the returned pump max confirmed blood was within the pump housing. If the tubing is connected directly to the vacuum inlet instead of the canister, supplied by penumbra, blood may be aspirated into the pump. Penumbra pumps are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using a penumbra system aspiration pump max 110 (pump max). During the procedure, the aspiration tubing (tubing) was inadvertently connected to the pump max rather than the pump max canister (canister). Blood was then aspirated into the pump max; therefore, it was removed. The procedure was completed using a manual aspiration catheter. There was no report of an adverse effect to the patient.